Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a blood glucose of 30 mg/dl yesterday. The patient treated with a coke cola. The patient stated that her blood glucose varies depending on the season. The insulin pump was not returned for analysis.